Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the secondary infusion that keeps beeping after the secondary was completed and rn had to enter more volume to be infused for the primary infusion. This was reported to bd representatives during their site visit. Although requested, additional information was not provided. There was patient involvement but no harm.